Event description:
On or about (B)(6) 2009, an "intexen xr acellular collagen matrix and infast" was implanted when the plaintiff, "underwent a vaginal repair and bladder sling placement for vaginal prolapse and stress urinary incontinence." Plaintiff's attorney has alleged that, "about a year after this surgery," she began having vaginal spotting and severe urinary leaking, different than her original incontinence. On exam, granulation tissue was found, and was cauterized on multiple occasions. On (B)(6) 2010, surgery was done to remove the tissue and the mesh material. It was reported that, after this procedure, her incontinence did not improve and the vaginal spotting recurred. On (B)(6) 2011, another surgery was done to remove "a great deal of scar tissue and more granulation tissue," and vaginal tissue. A vaginal repair was also done. Plaintiff's attorney has also alleged that "plaintiff has suffered serious bodily injury, mental and physical pain and suffering," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.